Manufacturer narrative:
Additional information received confirmed the event onset date (15-oct-2025) as initially reported. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae (arrhythmia/cardiac arrest): the root cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
45-year-old male with history of cad admitted with ami/ cgs and respiratory distress. Experienced cardiac arrest and was emergently placed on ECMO. On (B)(6), underwent implant of impella 5.5 via axiallary artery for hemodynamic support. On (B)(6), decannulated from ECMO. On (B)(6), underwent hrpci with impella 5.5 support, then staged intervention on (B)(6). On (B)(6), multiple episodes of ventricular tachycardia requiring numerous cardioversions (not device related, pump position confirmed by echo). On (B)(6), episode of ventricular fibrilation requiring cardioversion. On (B)(6), episode of vt/ vf requiring cardioversion. On (B)(6), decision made by family to withdraw care and patient expired.